Event description:
A 76 yo male patient brought emergently to operating room from cath lab for salvage of CABG(coronary artery bypass grafting) x 5, ongoing CPR. Iabp(intra-aortic balloon pump) read error message "autofill alert" and this iabp was opened and had the same error message on the console. Patient expired on table due to acute myocardial infarction. Post procedure both consoles were checked by the vendor's technician and passed testing parameters. Ref report: mw5155022.